Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified a broken device has red particles on the surface and in the gel. Labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: texture implant exchange.

Event description:
Healthcare professional reported textured implant exchange and right side rupture. The device has been explanted.